Event description:
It was reported that a 10x40 absolute pro stent system was deployed at the target lesion in the left iliac artery. The device box and pouch were labeled 10x40. After stent deployment, it was noted that the stent was 10x30. A 10x40 foxcross dilatation catheter was advanced to the distal end of the stent for post dilatation, and upon inflation, it was noted that the balloon extended 10mm beyond the proximal end of the stent. An additional 10x30 absolute stent was deployed to cover the proximal portion of the lesion. Reportedly, there was no significant clinical delay in the procedure. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the clip was fed into the jaw properly, the trigger was hard to grasp and the clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.